Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned torque limiting attachment ((B)(4)) was received with the locking screw intact, but with visible rust/blood residue in the cavity in which drivers requiring a torque limitation are mated with the torque limiting attachment. The torque limiting attachment (tla) handle (03.110.005) is used when torquing variable angle (va) locking screws which require a specific torque when being used to secure plates. The specific returned tla was used with screws and parts requiring 0.8 nm torque for final locking. The returned part ((B)(4)) was not able to be mated with any known good parts in the complaint handling unit. The tla was taken apart to further inspect it in detail, and it was found that the inside of the tla contained either rust or residual blood. Additionally, the inner pressure sleeve which had nearly half of its surface area covered in the rust/blood, experienced difficulty compressing when pressure was introduced. It is possible that the damage sustained by the compression sleeve prevented it from working as intended after repeated uses and sterilizations, and eventually became so difficult to use that the part was considered broken. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The fact that the pressure sleeve located in the tla was damaged and struggled to compress indicated that the tla was not functioning smoothly, but due to the vague complaint description and a lack of known good parts to mate with the returned part, the complaint was not confirmed. Based on the findings of the investigation it is most likely that the damage sustained by the inner mechanism of the torque limiting attachment by the exposure to blood or during sterilizations, prevented it from functioning smoothly as intended and contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the service and repair department documented the torque limiting attachment 0.8nm/quick coupling is bent. Aso, the handle for torque limiting attachment is broken. There were no fragments. Reportedly, it is believed that the handle is broken, causing the attachment to bend. Subject device wobbles when it spins. It is a field equipment. Reportedly, the complaint issue was discovered during surgery. Device was never used in the procedure and there was no negative impact to the patient. The device did not malfunction during surgery while being used on patient. This report is 1 of 1 for (B)(4).